Manufacturer narrative:
On 21-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the patient's symptoms. The patient experienced bilateral breast ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional on (B)(6) 2020. The patient noticed the deflation about two months prior to the consultation. Also, mammogram performed (unknown date) on her left breast indicated the deflation. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile prostheses (catalog #: 3501635, right serial #: (B)(4), left serial number: (B)(4)) on (B)(6) 2020. The serial number of the suspected device was reported as (B)(4). However, the number is a partial serial number and not complete. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.